Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2016 - facility reports they place the cuff midway between the venous entry site and the skin exit site. They think that the different shape of the cuff compared to the one on glidepath could be the cause of this event. The cuff was not soaked in salium before being placed. The facility reports they use the suture wing for securement. On (B)(6) 2016 - facility reports the inserting physician uses other catheters like equistream and is not a new user of the device. They state they now dip/soak/water the cuff in saline and press to eliminate air that might be 'occluded' prior to insertion (however, this was not done during this procedure). On (B)(6) 2016 - the facility reports they use tegaderm to dress the catheters. After the sutures are removed, the facility states they were not securing the catheters; however, they have since started using statlock to secure the catheter after the sutures are removed. The sutures are left in place for one month. They state the catheters fall out after the sutures are removed, anywhere from 1 month to 4 months of catheter indwell time. It is not known whether the patient was receiving any medications that hindered wound healing. The facility continues to monitor the straight catheters placed 1 month ago to see if there continues to be any issues. On (B)(6) 2016 - facility confirmed that the cuff is coming out with the catheter and is not retained in the tunneled track.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaq0240 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that the catheter came out from patient after removing the stitches one month after placement. No patient injury reported.